Event description:
It was reported that the control-iq algorithm increased the pump's basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was high, and the meter bg reading was 35 mg/dl. Additionally, the customer delivered a correction bolus and subsequently experienced a low bg level. Customer administered a glucose injection to initially address bg. The customer was subsequently admitted to the emergency room (ER) where healthcare providers administered a glucose injection to address bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was released from the ER on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
Device not returned.